Event description:
Boston scientific received information that the right ventricular (rv) lead exhibited high shocking lead impedance (sli) measurements of more than 125 ohms. The rv lead was surgically abandoned and was out of service. A new lead was replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.